Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar and gastro-intestinal ulcer are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent an MRI which revealed a bezoar. It was reported that the patient's intestinal wall had deformation and a pressure wound due pressure created from the bezoar. It was reported that the patient's j tube was removed, and the peg tube was replaced. The patient will remain without a j tube until the intestinal wall is recovered. It was reported that the intestinal tissue samples were taken for further clarification. No further information was provided.